Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "suspected/actual rupture/deflation, change shape/size/style". This record is for the left side. The device was explanted.